Event description:
The pt was implanted with biventricular support. It was reported by the vad coordinator that multiple visible thrombus was seen in both the rvad and lvad. The pt was embolized and infarcted her left lower lung lobe, spleen, renal artery and retina. The pt was septic and had many septic episodes. A decision was made to exchange the rvad and lvad with another rvad and lvad.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.